Manufacturer narrative:
(B)(4).

Event description:
This system was revised approximately two weeks after implant because the ra and rv leads dislodged. When the physician attempted to connect a new lead to this pacemaker, he determined the set screw was stripped. The system was explanted and replaced.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be 100 percent. The header of the pacemaker was visually inspected. The visual inspection revealed, that the atrial set screw was unscrewed and tilted beneath the silicon seal. In this tilted position it is not possible to insert the torque wrench again for final fixation. During the further course of the header analysis the set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.